Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited an anomaly storing egms. The patient was brought into the clinic and the egms were not available for viewing. No further information was available.